Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, a pin from the tip of the prograsp forceps had come out. The procedure was completed as planned with no reported injury by using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse noticed the pin sticking out after removal of the instrument from the patient. They did not recall the pin sticking out before inserting the instrument. There were no instrument collisions noted. Images of the instrument were provided for review.

Manufacturer narrative:
The instrument has been requested to be returned for failure analysis investigation. As of the date of this report, the instrument has not yet been received. The images associated with this reported event were reviewed. Since the pin was pushed back into place prior to the photos, the failure could not be confirmed through the photos alone. In addition, one of the instrument grips appeared to be bent.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a missing grips pin. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.